Event description:
It was reported while using seven bd vacutainer® eclipse¿ blood collection needle, blood leakage occurred from the sleeve at the distal end. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name:(B)(6) there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.